Event description:
Unomedical reference number (B)(4). Event occurred in the united states. It was reported that patient faced an infusion set fell off event on (B)(6) 2024. Infusion set had been in use for 2 days. Blood glucose was noticed 250 mg/dl at the time of event. Patient replaced infusion set and resumed insulin deliveries successfully. No further information was available.